Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 443 mg/dl. The patient had frequent urination, acid reflux, was nauseous and vomiting. For treatment, the patient was given intravenous (IV) fluids, insulin and lab work. The patient was still at the hospital. The cannula was dislodged and bent, while wearing the pod between 24 and 36 hours on the abdomen.